Manufacturer narrative:
(B)(6). The device was returned to edwards for evaluation. During visual inspection of the device, a longitudinal tear was observed on the balloon. No other manufacturing abnormalities (i.e. Fish eyes, scratches, fish eyes, or gel spots) were observed. Dimensional analysis was performed on the balloon wall thickness. Measurements could only be taken on the single wall dimensions due to the condition in which the balloon was returned. The single wall thickness was measured on the left and right side of the longitudinal tear to obtain measurements of the proximal, middle, and distal sections of the balloon. These measurements were added to calculate the double wall thickness and compare to specifications. These measurements meet manufacturing specifications. Investigation is ongoing.

Event description:
As reported by edwards european affiliate, during the transaortic tavr procedure, an ¿injury¿ occurred to the ¿puncture site¿ that required a patch to repair. Clarification of the event is underway. During balloon valvuloplasty using a transaortic approach, the bav balloon ruptured. The bav was positioned appropriately and with proper volume; the balloon ruptured after inflation. Per the report, the balloon rupture was most probably due to massive calcification of the aortic annulus and leaflets. The calcification was primarily visible on echo; however, it seemed much less severe than turned out to be. This calcification created an inability to cross the valve and delivery system. After the devices were removed, repair of the injury took place. The patient remained stable. As reported, no pieces of the balloon remained in the patient and the reason for the burst was probably calcification. The tavr procedure was postponed for a planned transapical approach.

Manufacturer narrative:
Aware date (B)(6) 2014.

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against the edwards 20x3 aortic valvuloplasty (bav) balloon was actually related to the ascendra + delivery system. As such this MDR was reported in error and a corrected supplemental report is being submitted. Reference mfgr report # 2015691-2014-01619 for the injury related to the ascendra + delivery system.